Manufacturer narrative:
D10. Concomitant products: cl-803 cl-803 polysorb* 1 vio 75cm gs24 x36 - (lot#a5g1541y); cl-803 cl-803 polysorb* 1 vio 75cm gs24 x36 - (lot#a5g1541y); cl-803 cl-803 polysorb* 1 vio 75cm gs24 x36 - (lot#a5g1541y); cl-803 cl-803 polysorb* 1 vio 75cm gs24 x36 - (lot#a5g1541y); cl-803 cl-803 polysorb* 1 vio 75cm gs24 x36 - (lot#a5g1541y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cesarean section procedure, six sutures experienced needle detachment from the suture while suturing. The same suture material was used, but with a different lot number to resolve the issue. The procedure was extended by 15 minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the light assisted microscopic inspection of the breathable pouches noted no breaches or damage. The needles were properly parked in the retainers. Inspection of the retainers noted the sutures were properly wound and no damage to the retainers. A tactile and microscopic inspection of the sutures was performed. Varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of several sutures. The foil pouches were inspected and no signs of damage or abnormalities were identified. Functional testing found that the breathable pouches were opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breakage or fraying was noted while handling/loading the sutures into the instron machine. The instron then pulled the sutures at a rate of 300 mm/min until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet ep mean and individual specifications. In addition to testing against ep specifications, the samples were subjected to testing of the needle attachment force at 90° (degrees) of rotation following discussions with design engineering. Results demonstrated lower forces than are typical for 90° attachment forces of this usp size suture. No design specification or regulatory requirements exists for 90° a ttachment force. It was reported that the device had a needle detachment. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.